Event description:
The international customer reported the ventilator alarmed due to a low oxygen supply during normal ventilation operation. The customer reported the ventilator was connected to wall source oxygen at the time of the event. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. During use in normal ventilation mode, a high urgency alarm indicates that the oxygen gas supply is below acceptable level and the %o2 setting is above 21%. Per the device operators manual, the user must check o2 gas connections and inlet filter. The ventilator will continue to provide ventilatory support, however the loss of the oxygen source can be detrimental to a patient. The manufacturers service engineer reported the unit passed testing. This is being reported as user error due to low hospital oxygen supply pressure.